Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned for evaluation, however, a photo showing the stent delivery system was provided. On the basis of the image, the reported breakage of the inner catheter could be confirmed. The information available suggests that the breakage was caused by the forcible removal of the delivery system from the guide wire. As the delivery system was not returned, a guide wire patency test could not be performed. The reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be associated with improper flushing of the delivery system prior to use or the usage of incompatible accessories. In particular, a hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. In this case, it is unknown whether the device was flushed properly and also no information regarding the guide wire used was provided. A difficult vessel anatomy or challenging stent placement site may be another contributing factor to the reported event. In this case, no anatomical and procedural details were provided. As reported, the damaged device was re-inserted into the patient after stent deployment to perform an angiography which, however, is not the intended use of the stent deployment system and may be another contributing factor to the breakage of the inner catheter. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system(introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "after stent deployment, carefully withdraw the delivery system from the patient over the guide wire. After removing the delivery system, visually confirm that the entire stent delivery system has been removed." In addition, the IFU states: "the catheter tip is tapered to accommodate a 0.035" (0.89 mm) guide wire. The guide wire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." The reported re-insertion of the delivery system after stent deployment to perform an angiography represents an off-label use. As per IFU, the device is indicated for the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that the inner catheter of the stent delivery system broke after successful deployment of the biliary stent. As reported, the breakage occurred during the forcible removal of the delivery system from the guide wire. Then the damaged device was re-inserted into the patient to the lesion site to perform an angiography but the catheter tip became nearly detached and therefore, the device was removed again with force. No additional treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # k063532.

Event description:
It was reported that the inner catheter of the delivery system broke after the biliary stent was deployed. Reportedly, the breakage occurred as the delivery system was removed forcibly since the delivery system was stuck on the guide wire. Furthermore, the marred device was re-inserted into the lesion to perform angiography, but the catheter tip was nearly detached in the lesion, so the device was removed again forcibly. No additional treatment was performed. There was no reported patient injury.